Event description:
One day post operation, the symptomatic states of tass (toxic anterior segment syndrome) were observed. No history of previous illness or no complicating disease.

Manufacturer narrative:
(B)(4) toxic anterior segment syndrome (tass). Account reported that symptomatic states were subsided by prescribing steroid. They also said that cause of the incident could not be identified; although, surgeon speculates that one of the probable causes could be de-naturalizing of the opthalmic viscoelastic device residing within irrigation/aspiration handpiece due to insufficient cleaning. There are five irrigation/aspiration handpieces at the customer site that are reused after sterilizing.

Manufacturer narrative:
Account reported to sales representative (sr) that they were using an automatic surgical instrument cleaning machine made by (B)(4) to perform ultrasonic cleaning of I/a handpiece and the machine uses detergents and anti-corrosive agents. This is contrary to the instructions found in the directions for use provided with the product. The customer thought these substances may reside within the cannula. Upon reviewing the cleaning procedure directions for use (dfu) after the incidents, the customer has decided to clean them without adding detergents and anti-corrosive agents. On a later visit the account reported to sr that they handpieces are cleaned following the dfu; ultrasonic cleaning was not used.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation visual inspection revealed the product was in good physical condition. Product passed all test requirements. Per abbott medical optics USA, horn was replaced with current design and performed final test. (B)(4) is unable to verify this type of complaint. From the investigation, it was unable to determine root cause for complaint. Placeholder.